Manufacturer narrative:
This product has been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this pacemaker was found to be in safety mode. Technical services (ts) was consulted and recommended device replacement. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported, and this pacemaker has returned for analysis.